Manufacturer narrative:
(B)(4). Date of initial report : 10/01/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the knife blade became exposed after tilting the device while the jaws were open and the knife trigger was not activated. This was noticed after the device was removed the package. There was no patient injury.